Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (5 mg/ml at 1.2491 mg/day) via an implantable pump. The pump's indication for use (IFU) was listed as spinal pain. The hcp reported that the patient was hospitalized in the intensive care unit (ICU) with unresponsiveness. The hcp was asked by the medical doctor to decrease the intrathecal dose to the lowest dose possible. The hcp was asked about any previous history, but didn't have this information. The hcp stated that the patient had a recent diagnosis of liver cancer since his pump implant. The event date was asked, but was unknown to the hcp. Follow-up was conducted for the date the patient was admitted to the ICU due to unresponsiveness, the cause of the unresponsiveness, troubleshooting/diagnostic performed in relation to the event, actions/interventions taken to resolve the event, and the resolution status of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.